Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patients PICC line is leaking/wet around the line area. Health professional could not locate the cat or lot # or specify when this started happening. She stated patient is not harmed and still has line inserted, line inserted on (B)(6) 2021. Additional information received 3/3/2021: it was reported the customer stated the PICC line is a 4fr and the patient went to the ER. The hospital examined the patient and he was sent home with the line still leaking. It was stated the PICC line will be removed "tomorrow or this weekend".